Event description:
Description from the customer: hcu40 showed error message "low flow" at the main side. (B)(4).

Manufacturer narrative:
A maquet field service tech investigated the unit and found the problem with the flow sensor (main side) and replaced the same. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional info becomes available.